Event description:
Reporter noted small shiny metal fragments (about 0.1mm or less) in eye after phaco, I/a, and iol insertion. Didn't see particles entering eye. Surgeon was able to retrieve some during the procedure, others were embedded in the iris and were left there. F/u with surgeon indicated particles aren't causing any problems, and the pt is healing well.